Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The programming, bolus history and concentration were correct. The reservoir was placed correctly. Suggested customer to call the doctor to discuss possible causes of low bgs.